Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma - late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "adjacent liquid collections"; "exams presented contracture", baker grade iii.

Event description:
Patient reported left side "exams presented contracture", baker grade iii, "feel discomfort" , "scared by the information saw on the website about the recall". Healthcare professional reported "folds", "adjacent liquid collections" and "thin blade liquid". The device remains implanted.